Event description:
Boston scientific received information that during a normal device change out this right ventricular (rv) lead was fractured. Prior to the procedure all lead diagnostics were acceptable. No adverse patient effects were reported.

Manufacturer narrative:
The lead was capped and surgically abandoned. A new lead was successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.